Manufacturer narrative:
Evaluation summary: after the day of the event fse (field service engineer) was onsite to verify flap thickness and could not verify thin flap setting. Fse found system met specifications. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The company technician visited the site, checked the device and found the cut depth to meet specifications. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center manager reported that the flaps created with the laser were thinner than expected. The patient had lasik in both eyes. The procedures were completed successfully with no impact to the patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.